Manufacturer narrative:
The user reported heart failure. Event happened on (B)(6) 2025. According to the user, they were hospitalized due to heart failure. The event was not related to the sensor insertion/removal. It is unknown if the event was related to diabetes. The user did not confirm if they received treatment at the hospital. The user did not confirm whether any medication was prescribed.

Event description:
Senseonics was made aware of an incident where user reported heart failure. Event happened on (B)(6) 2025. According to the user, they were hospitalized due to heart failure. The event was not related to the sensor insertion/removal. It is unknown if the event was related to diabetes. The user did not confirm if they received treatment at the hospital. The user did not confirm whether any medication was prescribed.